Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c 702 module. On (B)(6) 2018, the initial ca2 result was 5.73 mg/dl on the c 702 module. On (B)(6) 2018, the ca2 result was 9.42 mg/dl on a different c 702 module. On (B)(6) 2018, the ca2 result was 9.63 mg/dl on the on the initial c 702 module. It was asked but not known if erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The customer stated that the qc was within specifications. The ca2 reagent lot number was 302675. The expiration date was asked for but not provided.

Manufacturer narrative:
The alarm trace contains numerous sample aspiration alarms, indicating preanalytical sample handling issues at the site. The investigation did not identify a product problem. The cause of the event could not be determined.